Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broke/compressed." Kinked flexor observed during lab evaluation.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining (B)(4). Importer site establishment registration number: 3005580113 this follow up MDR is being submitted to cancel the initial MDR. This file was originally reported based on the FDA MDR precedence ¿flexor kinked/stretched/broke/compressed" as a flexor kink was noted during the lab. The device was re-evaluated and it was confirmed there was no issue with the flexor and the peek tubing was kinked. The file has been re-assessed and has an overall risk category iia (low). This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report as per section 803.50 of 21 cfr 803. No adverse effects to the patient was reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends. This complaint is linked to an additional file where a second failure (kinked peek tubing) was observed during the lab evaluation and this complaint file was raised to address the kinked peek tubing. The device involved in the complaint was evaluated in the laboratory on 12th december 2018 and re-evaluated on the 16th january 2019. Kink visible on the device, possibly due to transportation of the device back to cir and has no impact, as the stent was released. Prior to distribution all evo-fc-r-20-25-12-e devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-r-20-25-12-e device of lot number c1402106 ID not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1402106; upon review of complaints this failure mode has not occurred previously with this lot #c1402106. The instructions for use ifu0067-2 which accompanies this device instructs the user to "¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use ifu0067-2. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a transportation of the device back to cir. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to cancel the initial MDR. Peek tubing kinked observed during lab evaluation.